Event description:
It was reported that an endeavor sprint rx drug-eluting coronary stent dislodged. No other clinical sequelae were reported. Details are unk.

Manufacturer narrative:
(B)(4). Eval results: stent dislodgement.